Event description:
The facility reported an infusion pump with a failure code 812:02. Information the event was reported to have occured during biomed testing. The hospital rep stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographics, medication involved, or device programming. No additional contact information was available.